Event description:
It was reported that the camera head had no image. The issue was found during cleaning and disinfection prior to a therapeutic laparoscopic surgery that was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the inspection by the repair department did not reveal any new defects. A definitive root cause could not be identified. Based on the results of the investigation, it was confirmed that the image was not displayed due to a cable defect. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during cleaning and disinfection prior to a therapeutic laparoscopic surgery that was completed with a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.